Event description:
Pt on heparin gtt and found heparin bag to be full when changing rate and level unchanged from beginning of shift. Bag was hung on previous shift 2/13 at 1425 and rate to be infusing was at 10.3 ml/hr. Emptied heparin bag and tubing and 455 ml remained in the bag. Pt was to receive 72 ml from 1430-2130 and bag only contains 500 ml to start. Baxter pump number (B)(6).